Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, infection, metallosis and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Event description:
As reported via legal documentation, this patient underwent a right total knee replacement on (B)(6) 2015. During the procedure, an exactech knee device was implanted which included the following components: a. Optetrak tibial insert, 9 mm; b. Optetrak tibial tray, size 2; and c. Optetrak femoral component, size 2. Following a period of post-implantation recovery and for years after the replacement surgery, the patient's exactech knee device performed as expected. On (B)(6) 2017, the patient underwent a revision surgery due to the premature failure of the exactech knee device secondary to polyethylene liner wear, osteolysis, and loosening of the femoral component. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.